Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-01967.

Event description:
Per the clinic, the patient developed an infection at the incision site and extrusion of the electrode. Subsequently, the patient was hospitalized (specific date and duration not reported) and was treated with oral and IV antibiotics (specific date and duration not reported). During the admission, the patient underwent skin flap revision surgery and repositioning surgery under general anesthesia on (B)(6) 2025, to repair the affected site and to reposition the electrode. The implanted device remains.